Event description:
It was reported that the right ventricular (rv) lead threshold was high at 4.2 volts and 0.5 milliseconds. It was noted that the patient had a previous diagnosis of sick sinus syndrome, but at a routine device change out the patient had sinus rhythm to sinus tachycardia. The physician elected to not change the lead, so the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.